Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while stapling the stomach, the surgeon used three loaders, but at the end of the fourth reload the handle broke off in the middle of the stapling. The surgeon used two new handles and reloads tore-attach on an area where there had already been performed with partial stapling and the clips broke. It was decided to change the grafting axis and no reinforcement was put and there was a risk of a fistula. The intraoperative methylene blue test and the control scanner did not show any anomaly. They changed the handle to complete the case. There was no patient injury.